Event description:
Related MFR report: 3006705815-2020-32752.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-32752. It was reported the patient experienced loss of stimulation therapy from the scs system. Consequently, the patient's scs leads were replaced. Reportedly, during the procedure, it was found all lead contacts read high, and it was noticed that both leads were fractured. Postoperative, stimulation therapy resumed. There were no complications and the issue was resolved.